Event description:
It was reported that the patient experienced two low glucose readings, one overnight to 64 mg/dl that was not treated due to sleep and a subsequent morning value of 63 mg/dl that was treated with oral glucose, after which glucose was 85 mg/dl. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included troubleshooting and education with the patient. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemic events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.